Manufacturer narrative:
The customer reported that the ac power module failed. The customer was sent a new ac power module. Replacement of the ac power module resolved the reported failure.

Event description:
The customer reported that the ac power module failed.